Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the pipeline failure was inadequate navigability, pipeline embolization device was brought into position; however, as part of this process due to movement in the distal microcatheter, deployment of the initial device was aborted. There was no noted friction or difficulty during delivery or positioning, jumping of the device, or movement of the catheter tip. This was due to positioning. This information has been confirmed with the physician.

Event description:
Additional information received reported that the pipeline was removed and replaced and the replacement pipeline was deployed successfully to complete the procedure. Wall apposition is complete and neck coverage was achieved.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Diagnostic tests were performed.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline and phenom27 catheter had a vascular site hematoma. Subject developed a hematoma at puncture site from study procedure. Hematoma was formed overnight on the right groin. Hematoma was resolved with pressure and sandbags and was rebandaged. The event resolved on 2024-sep-25. The event had a causal relationship with the procedure. Possibly related to the antiplatelet treatment. Baseline aneurysm characteristics: side (hemisphere): left. Segment of internal carotid artery (ica): c6. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 10mm. Aneurysm dome height: 10mm. Aneurysm dome width: 8mm. Aneurysm neck size: 4.8mm. Parent artery diameter distal to aneurysm: 3.2mm. Parent artery diameter proximal to aneurysm: 3.4mm. Additional information received reported that the patient experienced a vasospasm in the intracranial cerebral vessels. The spasm was moderate in the ica. No hospitalization or surgical procedure was noted. The patient was recovered/resolved on (B)(6) 2024. The patient received an infusion of 5 mg of verapamil over 10 minutes. Significant stasis and complete neck coverage was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Rist was not used. Access vessel was the femoral right. Wall apposition was achieved. Side branches were covered by the pipeline (opthalmic and posterior communicating). No device flattening or twisting was noted. Additional information received reported wall apposition was not achieved. Due to movement of the distal microcatheter deployment was aborted. Additional information received reported inadequate navigability. The pipeline embolization device was brought into position; however, as part of this process due to movement in the distal microcatheter, deployment of the initial device was aborted. It was noted that wall apposition was not achieved which was due to the device failing to open. The side branches were not covered by the pipeline. Ancillary devices: guide catheter cerebase, intracranial support catheter apro55, microcatheter medtronic phenom 027.